Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a separation of the distal end driveline bend relief from the controller connector was confirmed by an onsite abbott representative. A specific cause for the damage could not be conclusively determined through this evaluation. A clamshell repair was performed without issue on (B)(6) 2023. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 of the IFU, "patient care and management," addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. The heartmate ii lvas patient handbook is also currently available. Section 4, "living with the heartmate ii," contains a section titled "caring for the driveline," which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). The user is instructed to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had separation from the silastic to the metal connector of the driveline. A clamshell repair was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Section h4: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.